Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station had stopped communicating with the server and the disconnect icon was displayed. All drawers and cubie pockets were also not detected on the bus. A field service engineer (fse) connected the ethernet cable to the correct port on the back of the station. To resolve the issue with the drawers not being detected on the bus, the fse reset the network adapter. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating with the es server. The disconnected mode icon was displayed on the screen. Also, all drawers and cubie pockets were not detected on bus. The customer powered off the station, disconnected and reconnected the local area network cable on both ends, and then powered the station back on. They also performed a drawer recovery, but all storage space remained unrecoverable. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.